Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance stated the head down does not work. He switched the head and knee controls at the head end and verified the motor was good.